Event description:
It was reported that the pt underwent a spinal procedure using interbody device. The device was broken during impaction. The broken device was replaced. No pt complications were reported.

Manufacturer narrative:
The implant was returned to the MFR where evaluation confirmed the breakage of the device. No evidence was noted of mfg non-conformance or design related issues during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the cause of the reported event. The implant breakage did not result in pt complications. Nevertheless, we are filling an MDR for notification purposes.